Manufacturer narrative:
All available information suggests this lead is still in service. This report will be updated if further information becomes available.

Manufacturer narrative:
(B)(4). Additional information was received that this rv lead continues to display high out of range shock impedance measurements. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range impedance measurement. Boston scientific technical services (ts) reviewed the patient's most recent data and observed the impedance measurement has been slowly rising. An x-ray was negative for any issues. The field representative will be following up with the physician who is out of the office for the week. There were no adverse patient effects reported.

Event description:
--

Event description:
Additional information was received indicating this lead was explanted. There were no additional adverse patient effects reported. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.